Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Reported issue was resolved as the connection came back while the patient was on the phone with dexcom representative. Patient verified that there were no background applications and other (B)(6) devices. Patient was advice to reboot the smart device if the issue continues. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/21/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.